Event description:
The customer reported that a patient died during surgery. The customer is requesting information from philips about how to retrieve patient data from the event.

Manufacturer narrative:
The customer reported that a patient died during surgery. The customer is requesting information from philips about how to retrieve patient data from the event. Philips assisted clinicians in gathering available patient data. There was no reported problem with monitoring this patient, no indication of failure to be aware of the patient condition, no indication of any delay in treatment, and no indication of any health risk. Philips considers that there was no health risk. No further action or investigation is warranted. (B)(4).